Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with over 300 units of cold insulin. The customer's blood glucose level was 113 mg/dl. During a follow-up call, the customer reported insulin gauge displayed a fill estimate of over 120 units of insulin in the cartridge. The customer declined further follow-up from tandem technical support, and stated insulin gauge would continue to be monitored.